Event description:
It was reported during regular check that cardiosave intra aortic balloon pump (iabp) was displaying iab catheter restriction and system over temperature error messages. No patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.